Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, under water leak testing and functional testing were performed. The device was found to flow normally; no leaks, malfunctions or abnormalities were identified during the evaluation of the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the lower port of an access set. There was no patient injury or medical intervention associated with this event. No additional information is available.